Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger required manipulation of the cord to initiate charging, consistent with a charging accessory malfunction and a connector or cable issue, and a replacement charger was dispatched after troubleshooting and education. Symptoms included no clinical symptoms. Outcomes included no impact on blood glucose control and no medical intervention. Investigation included customer interview and troubleshooting focused on power and charging function. Investigation of this case revealed a malfunction of the charger consistent with intermittent connection at the cable or connector. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charging accessory.